Event description:
A power source alert 07 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by ensuring the pump began charging after plugging the charging cable into a wall adapter, with no further assistance required.